Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg was able to be fully recharged in one four-hour charge cycle without any anomalies. However, a review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, and the thermistor being triggered, which are known factors that may contribute to charging difficulty. With all the available information, boston scientific concludes that the reported event of unable to charge the ipg was confirmed. The user likely did not have proper alignment and ventilation of the charger and stimulator during charging.

Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.